Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A review of inspection results for this lot number confirmed that no non-conformances were identified related to the reported event and the product met abbott specifications.

Event description:
During an atrial fibrillation ablation procedure a cancellation occurred due to an error message. Following anesthesia and sheath insertion, the system reference patches were placed on the patient. Three errors were displayed upon patch placement and could not be resolved even after the patches were exchanged. The procedure was cancelled with no adverse consequences onto the patient.